Manufacturer narrative:
Model number/ catalog number: sc-8336-70, serial number: (B)(4), batch/ lot number: 7047204, model/ catalog description: coveredge 32 surgical lead kit 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was no longer getting adequate pain relief. The patient underwent an explant procedure.